Event description:
Complainant alleged that the medic was responding to a call for an approximately 72 year old female pt who was found collapsed on the floor. The medic monitored the pt with the device in semi-automatic mode, but they alleged that when the medic switched the device to manual mode, the device shut down. The medic changed the device battery pack, but the device still shut down when switching from semi-automatic mode to manual mode. The complainant indicated that the medic was able to obtain another device to monitor the pt, and that there was no adverse effect on the pt as a result of the reported malfunction.